Event description:
It was reported that a pt underwent a cesarean section procedure on (B)(6)2010 and suture was used to close the sheath. Five days after the procedure, the pt had a wound dehiscence. A break was noticed in the center point of the suture line. The knots were still intact at both ends of the suture. On (B)(6)2010, the pt returned to the operating room for emergency resuturing under general anesthesia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.